Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for unknown locking screws, quantity 3. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Patient was implanted on (B)(6) 2013. Patient experienced painful symptomatic hardware of the right tibia and was returned to the operating room on (B)(6) 2013 for removal. The procedure was successfully completed and the patient's outcome was good. This report is for an unknown locking screw. This report is 2 of 2 for complaint (B)(4).